Event description:
It was reported that there were concerns that this pacemaker exhibited premature battery depletion (pbd). Technical services (ts) reviewed the reports and confirmed the device was prematurely depleting. Ts provided resolution. The device remains in use. No adverse patient effects were reported.